Event description:
It was reported that the o2 hose connected to the ventilator¿s o2 inlet was leaking. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Investigation was performed on-site by our field service engineer. The o2 hose was replaced and the ventilator then passed all functional and safety tests and was returned to customer for clinical use. This concerns the gas supply outside the ventilator. The gas supply pressure is checked during pre-use check. If the o2 gas supply fails during ventilation, low o2 levels to the patient may follow and alarms will be raised if set alarm limits are violated. Our conclusion is that the replaced o2 hose was the cause of the failure. However, the root cause of why the part failed has not been established as it was not returned for investigation. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # were required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit d4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref: # (B)(4).